Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump does not recognize the battery and alarms failed battery. Customer's blood glucose was 123 mg/dl at the time of incident. Troubleshooting found that the display screen is periodically blank. Customer indicated that the battery contacts are missing inside of the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that a replacement battery cap would be provided and to call back if there are any further issues.